Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. However, as noted in, a charred fuse was discovered on the inlet of the power supply. Additionally, the scope socket was worn out. Both turret wheel motors were not rotating properly. The olympus lamp life meter was giving a reading at 500+ hours, with an expired lamp installed. Corrosion was noted on the air pump tubing. The lens base was cracked and had stains present. Corrosion was found on the top cover, and bottom chassis of the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her evis exera ii xenon light source because it was presenting a flickering light during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that one of the fuse components on the inlet power supply was charred. This report is being submitted to capture the charred fuse found during the device evaluation.

Manufacturer narrative:
The aware date should be 04-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation was unable to confirm the light flickering. The specific root cause of the reported light flickering could not be determined at this time. The investigation confirmed a charred fuse was found on the inlet of the power supply. The specific root cause of the charred fuse could not be determined at this time. Olympus will continue to monitor field performance for this device.